Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the device was received for evaluation. A visual inspection with the unaided eye was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at port 2 between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the leak could not be determined; however, the most probable cause is due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This occurred during set up prior to patient use. There was no patient involvement. No additional information is available.